Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient revised for painful knee, tibial stem pain potentially caused by mechanical loosening. Doi (B)(6) 2006; dor (B)(6) 2010 (left knee).